Event description:
Reporter stated that in 2007, user was transferred to rehab center to undergo a program of rehabilitation. The following day, user began a wheelchair skills class. On event date, user was provided with a wheelchair which was set up an adjusted to meet the user needs. Later that day, user was found in picnic area of the rehab center in the wheelchair which was tipped on right side. User was still belted into the chair while lying on its side. It was reported by user that she became stuck between planters and attempting to become free of this chair fell over. It was concluding upon examination by rehab medical staff that user hit her head on cement planter. User had a small scratch on right wrist along with bruising to the inside of the right elbow and a small bump on the back of head. User was conscious, speaking and aware of surroundings. About 5 hours later, user was transported to hospital and passed in the early morning hours, due to a subdural hematoma. This event was determined to be an unpredictable accident.

Manufacturer narrative:
Device will not be returned to manufacturer. Unit was returned to vendor and has been in use with no reported problems. Vendor was not aware of this event until notified two years later. Facility evaluated chair at time of event and found no damage to the chair or failed parts. Chair met the specifications as set up for this user. Unknown as to location of chair at this point. The wheelchair was equipped with anti-tips to prevent tipping back and wheels were cambered 6 degrees to make chair more stable and reduce risk of tipping sideways. Concluded that accidents of this type are unpredictable.